Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was unable to interrogate, due to backup vvi mode. Several attempts to restore the device back to normal mode were unsuccessful due to the high impedance of the battery. The device was explanted at a later date. No patient symptoms were reported.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to due to an unexpected error detected by the product code. The cause of the error could not be determined. Analysis performed after reloading product code indicated that the device exhibited normal device characteristics with no anomalies. Battery level decreased earlier than expected due to excessive try to return the pacer to the normal mode and being in back up mode.